Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed high thresholds. The physician attempted to extract the lead, but this could not be completed due to patient venous "occlusion." The physician chose to reuse the lead until a replacement procedure could take place. Further review of the manufacturer's patient database indicated that the lead was removed and replaced. No patient complications have been reported as a result of this event.